Event description:
It was reported that prior to an unknown procedure when the device was opened it was noted that the internal packaging was damaged compromising sterility. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.